Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had error "not infusing pump." There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used. Review of the event history log (ehl) did not reveal any error. A visual test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the loose air detector. As a result, the air detector was reseated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.